Event description:
The tech alleged the bed had no cardio pulmonary resuscitation and no trendelenburg functions. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation trendelenburg pedal was missing a roll pin. The tech replaced the cardio pulmonary resuscitation trendelenburg pedal roll pin torque tube to resolve the issue.